Event description:
Patient reported right side "late contracture" and "requests further information about the recall." Patient later reported via physician's note right side "seroma late," "induration, deformity," "increasingly pain, capsular contracture baker grade IV" and "suspicious of lymphoma bia alcl." No pathological markers have been reported. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and lymphoma alcl suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, recall, seroma-late, and lymphoma alcl suspected.

Event description:
Patient reported right side "late contracture" and "requests further information about the recall." Patient later reported via physician's note right side "seroma late," "induration, deformity," "increasingly pain, capsular contracture baker grade IV" and "suspicious of lymphoma bia alcl." No pathological markers have been reported. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, d.6a, d.6b.